Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was going crazy across the screen, and comes up with messages that the patient couldn't recall. Agent had difficulty understanding/hearing the patient throughout call. Agent understood the controller screen was persistently glitching, even after reset. Patient also said they were having to push the recharger up against their back to get the implanted neurostimulator to charge, and sometimes they swore they could 'feel electricity' when they did that, but that didn't bother them. Patient mentioned they had to charge the implant every day. Agent asked, patient said they had the other one for 9 years and it never given them any trouble (agent understood prior ins). Patient inspected the recharging cord and said there was no visible damage; looked 'brand new.' The patient also had a damaged belt. A replacement controller and belt were sent out.